Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead had increased defibrillation impedance. Diagnostic imaging was performed which revealed no anomalies. The lead was capped and replaced. During the replacement procedure, the associated device was also explanted and replaced prophylactically due to the advisory and also due to the possibility that the impedance issue may have been related to the device header. The patient was stable with no consequences. Related manufacturer report number: 2938836-2017-35164.